Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 419 mg/dl at the time of the incident. Patient's current blood glucose: 406 mg/dl. Customer stated that woke up this morning with high blood glucose and didn't get any types of alarm but tried to treat with insulin pump. Customer got a no delivery alarm so had to give a manual injections and changed set, customer also stated she feels the insulin pump is under delivering. Customer thinks the insulin pump is not delivery insulin. Customer thinks there is a delivery anomaly due to the under delivering . Customer doesn't want to troubleshoot for high blood glucose just wants pump replacement. Customer stated that they had moderate ketones right now. Customer performed displacement test and it shows a no reservoir alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the spec range and passed off no power test. Pump passed the dat test at 0.08760 inches. Pump received with broken belt clip slot, cracked reservoir tube lip and minor scratches on display window noted.